Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D9: device available for evaluation initial: yes changed to no.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a femoral artery. The 2.5x200mm armada 14 balloon dilatation catheter could not be fully inflated and began to leak. It was noted three attempts were made and ruptured occurred at 8 atmospheres. After several inflations with the same balloon the artery was dilatated. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.